Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/22/2026, the patient experienced symptoms of fatigue, jitteriness, and exhaustion. At the time, the patient was wearing a cgm and an omnipod insulin pump. The cgm displayed a glucose reading of 97 mg/dl, while a fingerstick bg meter reading showed 47 mg/dl, indicating a discrepancy between devices. The patient treated the low bg with honey, candy, and a diabetic beverage. A repeat bg meter check continued to show an unspecified low reading. Due to persistent low bg readings despite treatment, the patient presented to the emergency room. Upon arrival at the ER, the patient¿s bg meter reading was 43 mg/dl, while the cgm continued to display readings ranging from 86-97 mg/dl. The patient received treatment including IV fluids, a turkey sandwich, and orange juice. Following evaluation and treatment, the patient was admitted to the hospital. At the time of report, the patient had remained hospitalized for two days. The patient reported feeling exhausted during this period. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The patient was taken to the hospital and it was reported that the glucose fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.